Manufacturer narrative:
The date was inadvertently updated in the prior submission and has now been corrected.

Manufacturer narrative:
This supplemental report is being submitted to provide the aware date that was not provided in the previous report, 28nov2022.

Manufacturer narrative:
The customer was informed of the first aid information as contained in the safety data sheet (sds) then provided the sds. No additional information, evaluation or clarification of data is applicable. The reported event is anticipated in nature and severity for binaxnow covid-19 antigen self test and captured within the product's risk management file. No additional action is necessary.

Event description:
The customer reported they accidently placed binax now covid-19 ag self test extraction reagent on swab and inserted in their nose on (B)(6) 2021. The customer confirmed they did experience some eye irritation on that night, describing it as a very slight stinging. The customer did mention they wear contact lens. The customer also confirmed she did not experience any side effects as they blew their nose, no impact or reaction from the extraction reagent and additional treatment was not necessary.